Manufacturer narrative:
The device was not returned to olympus for evaluation. In speaking with olympus technical assistance center (tac), the customer was advised to clean the camera head camera head ch-s400-xz-eb (B)(6)and it worked again. Customer was concerned this error will intermittently come back due to a dirty otv-s400 socket issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, that the visera 4k uhd camera control unit, displayed an error e224 ¿ (camera head communication error). The issue was found after the completed procedure. The procedure was completed with the same device. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the event was due to dirt on the socket or due to camera head side. Olympus will continue to monitor field performance for this device.